Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient notifier was delivered for high lead impedance. High threshold was also noted. Lead fracture was suspected. Programming changes were made and the patient will continue to be monitored.